Event description:
Patient underwent posterior lumbar fusion at l4-l5 in (B)(6) 2008. Patient developed cranial adjacent level disc disease at l2-l4. Patient was returned to or on (B)(6) 2013 for removal of all hardware. Patient was revised to synthes uss dual opening at the l2-l5 levels. Revision was completed with no issues. This report is 3 of 11 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis implant date reported as (B)(6) 2008 investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.